Event description:
Reported via clinical study. It was reported that the patient experienced respiratory insufficiency. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Following the procedure, the patient experienced respiratory insufficiency secondary to bronchospasm. The physician administered oxygen via nonrebreather and albuterol via nebulizer. The patient symptoms improved and was transitioned to a nasal cannula. Prior to discharge, the patient successfully weaned off oxygen with resolution of symptoms.

Event description:
Reported via clinical study it was reported that the patient experienced respiratory insufficiency. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Following the procedure, the patient experienced respiratory insufficiency secondary to bronchospasm. The physician administered oxygen via nonrebreather and albuterol via nebulizer. The patient symptoms improved and was transitioned to a nasal cannula. Prior to discharge, the patient successfully weaned off oxygen with resolution of symptoms. It was further reported that the bronchospasms were related to anesthesia, and the patient has a history of asthma and dyspnea.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received b7 other relevant history: updated with additional information received.